Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was difficult to charge and had to be charged frequently. The patient underwent an explant procedure. The explanted ipg was discarded by the medical facility.